Event description:
The physician applied force to overcome significant resistance encountered while advancing the coil in the microcatheter. This resulted in the proximal portion of the pusher wire breaking. The coil and the microcatheter were removed from the patient as one unit. There was no clinical consequence to the patient and the patient condition was reportedly stable.

Event description:
The physician applied force to overcome significant resistance encountered while advancing the coil in the microcatheter. This resulted in the proximal portion of the pusher wire breaking. The coil and the microcatheter were removed from the patient as one unit. There was no clinical consequence to the patient and the patient condition was reportedly stable.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic examination of the returned device found that the part of the delivery wire broke off from the rest of the delivery wire. The delivery wire was 39.0cm out of specification as only the distal part of the delivery wire was returned for analysis. The main coil was attached to the delivery wire. There were no anomalies noted to the main coil, the main junction or form tip. It was reported that significant friction encountered during advancement of the coil in the microcatheter. The physician applied force to overcome the resistance and this resulted in the proximal portion of the pusher wire breaking. As the friction has been determined to be related to procedural factors, therefore; a root cause of operational context has been assigned to the event.